Event description:
On (B)(6) 2011, the lay-user/patient's pharmacist contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the meter involved with this complaint and evaluated by lifescan product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. However, the patient did not return the test strips as requested. If the test strips are returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.device returned to manufacture date unknown at this time.the 510 (k) # is k093745.